Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The metal post broke off in two pieces.

Manufacturer narrative:
Examination of the submitted device confirmed the post is broken off the metal pin base. Damage and deformation suggest that the pin was forced into a nonconcentric mating relationship to the hole through usage. The root cause is attributed to misuse/technique. Based on the root cause determination of user error/technique as the root cause, the need for corrective action is not indicated. Monitor through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.